Manufacturer narrative:
The customer¿s experience with the pca module not recognize the syringe when they attempted to restore an infusion was not confirmed in the logs or replicated during testing. The pcu event recorded an empty syringe in the returned pca module. The log showed the user selects the device and confirms an ims 30ml syringe is loaded. The user then selects the ¿restore¿ option. The pcu then displays a guardrails warning. The warning displayed requires user interaction to proceed. The log indicates the user selects not to proceed. The log showed 5 attempts where the user selects not to proceed. It is not until the pump module (channel d) is channeled off when the pca module is successfully programmed, however when pump module (channel d) is selected and programmed for morphine the same guardrails warning is displayed. It is believed the guardrails warning, ¿morphine is infusing on channel d¿ is perceived by the user that the pca module is not detecting a syringe. Testing by replicating the user¿s programming steps confirmed the ims syringe was recognized and selected. The barrel clamp accuracy test in asm was performed on the source pca module. The test determined the accuracy of the barrel clamp sensor. There were no failures observed during testing. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported that when the nurse was changing the pca morphine syringe (channel c) and attempting to use the restore command the device displayed it did not recognize the syringe in channel c. A continuous lvp infusion of morphine was infusing on channel d. When channel d was turned off the pcu recognized the syringe in the pca/channel c and the pca was restored. When the lvp was turned back on the rn could not restore the system. The rn changed out the pcu. There was no patient harm.

Manufacturer narrative:
The customer¿s experience with the pca module not recognize the syringe when they attempted to restore an infusion was not confirmed in the logs or replicated during testing. The pcu event recorded an empty syringe in the returned pca module. The log showed the user selects the device and confirms an ims 30ml syringe is loaded. The user then selects the ¿restore¿ option. The pcu then displays a guardrails warning. The warning displayed requires user interaction to proceed. The log indicates the user selects not to proceed. The log showed 5 attempts where the user selects not to proceed. It is not until the pump module (channel d) is channeled off when the pca module is successfully programmed, however when pump module (channel d) is selected and programmed for morphine the same guardrails warning is displayed. It is believed the guardrails warning, ¿morphine is infusing on channel d¿ is perceived by the user that the pca module is not detecting a syringe. Testing by replicating the user¿s programming steps confirmed the ims syringe was recognized and selected. The barrel clamp accuracy test in asm was performed on the source pca module. The test determined the accuracy of the barrel clamp sensor. There were no failures observed during testing. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(6) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported that when the nurse was changing the pca morphine syringe (channel c) and attempting to use the restore command the device displayed it did not recognize the syringe in channel c. A continuous lvp infusion of morphine was infusing on channel d. When channel d was turned off the pcu recognized the syringe in the pca/channel c and the pca was restored. When the lvp was turned back on the rn could not restore the system. The rn changed out the pcu. There was no patient harm.